Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that prior to the replacement of an implantable neurostimulator, it was discovered that impedances for all electrodes on the 0-7 lead were out of range. During the case, the health care provider replaced both extensions which did not resolve the impedance issue. The manufacturer representative was able to program around the impedance problem to get coverage after the implantable neurostimulator was replaced. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-19. The rep indicated that the out of range (oor) impedances were high. The patient¿s weight was not available. The previous implantable neurostimulator (ins) and extensions would not be returned for analysis as the customer discarded them. This information was confirmed with the physician. No further complications were reported/are anticipated.